Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (pelvic inflammatory disease)') and fallopian tube perforation ('perforation (fallopian tubes)') in a 28-year-old female patient who had essure (batch no. 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: multiple use of single-use product "pulled the essure device out and re inserted it". The patient's medical history included cervical cancer, cervical dysplasia and menometrorrhagia. Concurrent conditions included back disorder and fibromyalgia. Concomitant products included clonazepam (klonopin) from 2012 to 2018, duloxetine hydrochloride (cymbalta) from 2012 to 2014 and pregabalin (lyrica) from 2012 to 2014. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"), depression ("depression"), anxiety ("anxiety") and mood swings ("mood swings"). In (B)(6) 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("infection: yeast"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced acne ("acne"). In (B)(6) 2012, the patient experienced pelvic pain ("pain: pelvic"), back pain ("pain: back"), abdominal pain ("pain: abdomen") and flank pain ("pain: side"). In (B)(6) 2014, the patient experienced muscle spasms ("muscle spasm"). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced eye movement disorder ("eye twitching"). On an unknown date, the patient experienced allergy to metals ("metal sensitivity") and genital haemorrhage ("bleeding"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, pelvic pain, back pain, abdominal pain, flank pain, dysmenorrhoea, dyspareunia, allergy to metals, genital haemorrhage, vulvovaginal mycotic infection, tooth disorder, alopecia, migraine, headache, muscle spasms, depression, anxiety, mood swings, acne, eye movement disorder, weight decreased and weight increased outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, eye movement disorder, fallopian tube perforation, flank pain, genital haemorrhage, headache, migraine, mood swings, muscle spasms, pelvic inflammatory disease, pelvic pain, tooth disorder, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 177 lbs. Fu: (B)(6) 2019: essure insertion date: (B)(6) 2011 (discrepancy). She did not underwent essure removal or currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-mar-2020: medical records received. Lot number added. Patient's medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (pelvic inflammatory disease)') and fallopian tube perforation ('perforation (fallopian tubes)') in a 28-year-old female patient who had essure (batch no. 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: multiple use of single-use product "pulled the essure device out and re inserted it". The patient's medical history included cervical cancer, cervical dysplasia and menometrorrhagia. Concurrent conditions included back disorder and fibromyalgia. Concomitant products included clonazepam (klonopin) from 2012 to 2018, duloxetine hydrochloride (cymbalta) from 2012 to 2014 and pregabalin (lyrica) from 2012 to 2014. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"), depression ("depression"), anxiety ("anxiety") and mood swings ("mood swings"). In (B)(6) 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("infection: yeast"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced acne ("acne"). In (B)(6) 2012, the patient experienced pelvic pain ("pain: pelvic"), back pain ("pain: back"), abdominal pain ("pain: abdomen") and flank pain ("pain: side"). In (B)(6) 2014, the patient experienced muscle spasms ("muscle spasm"). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced eye movement disorder ("eye twitching"). On an unknown date, the patient experienced allergy to metals ("metal sensitivity") and genital haemorrhage ("bleeding"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, pelvic pain, back pain, abdominal pain, flank pain, dysmenorrhoea, dyspareunia, allergy to metals, genital haemorrhage, vulvovaginal mycotic infection, tooth disorder, alopecia, migraine, headache, muscle spasms, depression, anxiety, mood swings, acne, eye movement disorder, weight decreased and weight increased outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, eye movement disorder, fallopian tube perforation, flank pain, genital haemorrhage, headache, migraine, mood swings, muscle spasms, pelvic inflammatory disease, pelvic pain, tooth disorder, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 177 lbs. Fu: (B)(6) 2019: essure insertion date: (B)(6) 2011 (discrepancy). She did not underwent essure removal or currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (pelvic inflammatory disease)') and fallopian tube perforation ('perforation (fallopian tubes)') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: multiple use of single-use product "pulled the essure device out and re inserted it". The patient's medical history included cervical cancer. Concurrent conditions included back disorder and fibromyalgia. Concomitant products included clonazepam (klonopin) from 2012 to 2018, duloxetine hydrochloride (cymbalta) from 2012 to 2014 and pregabalin (lyrica) from 2012 to 2014. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"), depression ("depression"), anxiety ("anxiety") and mood swings ("mood swings"). In (B)(6) 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("infection: yeast"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced acne ("acne"). In (B)(6) 2012, the patient experienced pelvic pain ("pain: pelvic"), back pain ("pain: back"), abdominal pain ("pain: abdomen") and flank pain ("pain: side"). In (B)(6) 2014, the patient experienced muscle spasms ("muscle spasm"). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced eye movement disorder ("eye twitching"). On an unknown date, the patient experienced allergy to metals ("metal sensitivity") and genital haemorrhage ("bleeding"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, pelvic pain, back pain, abdominal pain, flank pain, dysmenorrhoea, dyspareunia, allergy to metals, genital haemorrhage, vulvovaginal mycotic infection, tooth disorder, alopecia, migraine, headache, muscle spasms, depression, anxiety, mood swings, acne, eye movement disorder, weight decreased and weight increased outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, eye movement disorder, fallopian tube perforation, flank pain, genital haemorrhage, headache, migraine, mood swings, muscle spasms, pelvic inflammatory disease, pelvic pain, tooth disorder, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 177 lbs. Fu: 23-may-2019: essure insertion date: (B)(6) 2011 (discrepancy). She did not underwent essure removal or currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-feb-2020: social media received: new events added - metal sensitivity, bleeding. Reporter information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (pelvic inflammatory disease)') and fallopian tube perforation ('perforation (fallopian tubes)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: multiple use of single-use product "pulled the essure device out and re inserted it". The patient's medical history included cervical cancer. Concurrent conditions included back disorder and fibromyalgia. Concomitant products included clonazepam (klonopin) from 2012 to 2018, duloxetine hydrochloride (cymbalta) from 2012 to 2014 and pregabalin (lyrica) from 2012 to 2014. In j(B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced acne ("acne"). In (B)(6) 2012, the patient experienced pelvic pain ("pain: pelvic"), back pain ("pain: back"), abdominal pain ("pain: abdomen") and flank pain ("pain: side"). In (B)(6) 2014, the patient experienced muscle spasms ("muscle spasm"). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced eye movement disorder ("eye twitching"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection: yeast") and mood swings ("mood swings"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, vulvovaginal mycotic infection, migraine, headache, muscle spasms, pelvic pain, depression, anxiety, mood swings, acne, eye movement disorder, weight decreased, weight increased, back pain, abdominal pain and flank pain outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, eye movement disorder, fallopian tube perforation, flank pain, headache, migraine, mood swings, muscle spasms, pelvic inflammatory disease, pelvic pain, tooth disorder, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Fu: (B)(6) 2019: essure insertion date: (B)(6) 2011 (discrepancy). She did not underwent essure removal or currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: case became incident. Reporter information was added. This case concerns (B)(6) year old patient. Her demographics were updated. Her historical/concurrent condition was added. Lab data was added. Essure indication was amended. Her concomitant medications were added. Previously reported unspecified event injury was updated to more specified events: pid (pelvic inflammatory disease), perforation (fallopian tubes), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, infection: yeast, migraines, headaches, muscle spasm, pain: pelvic, depression, anxiety, mood swings, acne, eye twitching, weight loss, weight gain, pain: back, pain: abdomen and pain: side and multiple use of single-use product were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.